Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the medical representative helped them change the program, and the issue was resolved.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the day before yesterday patient started to experience a lot of pain in the vaginal area, where it was being activated, said felt like a shock. Caller said that the patient went to the doctor's yesterday and told them that stimulation painful however caller doesn't know what was discussed as caller wasn't at the appointment. Asked, no falls or trauma. Later in the call, caller said that this was first noticed when patient was in a motorized recliner and when laying in bed. Patient also said uncomfortable when having a bowel movement. Caller said that they turned the stimulation down earlier however has an appointment scheduled to see managing physician tomorrow and wanted to call for some instruction beforehand. Caller asked patient who responded that haven't felt any shocking in about 3 hours. Caller also mentioned that therapy worked well for about the first 1.5 weeks and now patient loses control when starts to sit down on the toilet and when they stand up. Reviewed therapy information including healing time factors and general programming guidance including how changes in posture could affect how the stimulation feels. With instruction, caller connected to implant and switched to a different program and increased setting to point that patient could start to feel some stimulation. Patient will maintain stimulation level and will continue to track bladder symptoms and stimulation sensation. Confirmed stimulation in bicycle seat area and comfortable.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.